Event description:
It was reported during a prostatectomy while using the mcl20 the surgeon experienced difficulty with the device firing clips that scissored and clips that were coming out of the device two at a time. A new clip applier was pulled to complete the case. There was no consequece to the pt.

Manufacturer narrative:
Ligaclip muliple clip applier-based upon the inquiry information received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The applier was received with the body bowed, but otherwise was in good physical condition. The instrument was examined and was found to be functional. The applier was cycled and properly fed a clip into the jaws, and then fed, and formed the remaining three clips within design specification and without incident. It was concluded that the applier was conforming to design specifications. No conclusion could be reached on how the body became bowed. Note: there was no checklist received with the applier.